Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for corrected information: d1, d2a, d4 (model number, lot number, serial number, UDI#) refer to the following fields for updated information: g3, g6, h2, and h10 product-related information has been updated to provided corrected information.

Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs reveal that a number of system errors related to the iesu were generated during the surgical procedure. However, the system errors related to the iesu pertain to activation of energy being prevented and therefore appear to be unrelated to the alleged burn injury to the patient. This complaint is being reported due to the following conclusion: at the conclusion of a da vinci-assisted hysterectomy procedure, the patient was found to have a 3rd-degree burn where the grounding pad was placed. With the exception of the application of the "xeroform" dressing, it is unclear what other medical intervention, if any, was administered due to the burn injury. At this time, the root cause of the burn injury is unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, monopolar energy would not fire. The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for support. The tse had the customer swap monopolar instruments, monopolar instrument energy cables, and monopolar ports on the integrated electrosurgical unit (iesu). The tse also had the surgical staff power cycle the iesu and da vinci system. In addition, the tse verified that the surgeon was pressing the correct pedals. Troubleshooting did not resolve the customer reported issue. The surgical staff was going to continue with the procedure using bipolar energy. The isi clinical sales representative (csr) contacted an isi field service engineer (fse) regarding the reported event. The csr explained that monopolar energy only worked when the effect level was placed at either 7 or 8. The csr indicated that at the end of the surgical procedure, the patient was found to have a burn where the grounding pad was placed. The fse contacted the site and was informed that an equipment manager and a technician from the site removed the iesu and sent the generator to another site for diagnostic testing. On 05/30/2019, isi contacted the csr and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure. She was informed that there were no issues with the grounding pad and the surgical procedure was completed robotically. In regards to the patient, the csr heard that the patient was referred to a plastic surgeon but she could not confirm what medical intervention, if any, was administered due to the burn injury. On 05/30/2019 and 06/05/2019, isi also contacted the site¿s robotics coordinator and obtained the following information regarding the reported event: she did not know what specific issues the surgical staff had with the da vinci surgical system during the surgical procedure. By the time she got to the operating room, the surgical staff had already replaced 2 or 3 monopolar instruments and 2 cords. The burn injury was identified at the end of the procedure. The robotics coordinator indicated that when the surgeon attempted to activate monopolar energy, the generator gave tones indicative of energy delivery. However, the surgical staff did not see any tissue effect. The robotics coordinator increased the generator setting to 6 or 7. After doing so, the surgeon attempted to activate monopolar energy again. At that point, the robotics coordinator stated that the surgical staff could see a "little spark" but not enough energy was being delivered. The robotics coordinator then turned the generator settings back down to 3 or 4. The surgical staff used a dual grounding pad and no issues were identified with the grounding pad during the procedure. The robotics coordinator stated that the indicator for the grounding pad stayed green for the entire procedure and no errors related to the grounding pad were generated. At the end of the procedure, a "circular" burn injury was noted on the patient's thigh where the ground pad was placed. The robotics coordinator described the size of the burn injury as being smaller than a dime and around the size of the tip of a pinky finger. The surgeon placed a "xeroform" dressing on the burn injury and referred the patient to plastic surgery. No post-operative complications have been reported. On 05/31/2019, the fse performed a field evaluation at the site. The fse replaced the iesu and inspected the da vinci surgical system. All tested systems passed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) involved with this complaint. The unit was evaluated by failure analysis, placed on an in-house system, and ran in normal mode. During evaluation, no error logs were generated. The unit energized and cauterized and all ports recognized instruments. No issues occurred during the evaluation of the unit. Based on the current information provided, this complaint will remain reportable due to the following conclusion: at the conclusion of a da vinci-assisted hysterectomy procedure, the patient was found to have a 3rd-degree burn where the grounding pad was placed. A "xeroform" dressing was administered due to the burn injury. At this time, the root cause of the burn injury is still unknown.